Event description:
The customer reported that while running an hepatitis surface antigen assay, summit sample handler, did not pipette reagent in well position g12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.